Event description:
It was reported that the pump had an unresolved cassette alarm. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.